Event description:
It was reported that smoke was coming from the battery pack of a pulsavac plus. The battery pack was cut and removed from the operating room. The device was taken to a nearby sink, the battery case was opened and noted battery acid and fire.

Manufacturer narrative:
Device was returned to the manufacturer for evaluation, however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.